Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device rebooted itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and was able to verify the reported issue. The auxiliary power cable, power pcb assembly, ac power adapter, and the battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device rebooted itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made attempts to contact the customer for further information on the event and patient, but has been unsuccessful.